Event description:
It was reported that the power wheelchair displayed a 5-flash error code (left park brake fault) and the unit would not move. End user was then stranded inside a transport van, the chair was required to be put in freewheel in order to be moved.